Event description:
According to the reporter, during use, the unit failed to alarm and no audible sound was heard. No audible alarms were heard but the device had a visual alarm. It was stated that the saturation level of the patient was dropping. The customer reported that patient died.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition of total speaker/alarm failure was not confirmed. The investigation revealed that the alarm was working intermittently. There was an issue with the l13 component being cracked on the mainboard that caused the alarm to not work correctly. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the damaged l13 component on the mainboard, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. There was an issue with the l13 component being cracked on the mainboard that caused the alarm to not work correctly. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the damaged l13 component on the mainboard, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit failed to alarm and no audible sound was heard. It was stated that the saturation level was dropping. The customer reported that patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit failed to alarm audibly however visual alarms worked. The patient died. The cause of death has yet to be determined. It is unknown at this time if the device contributed to the patient's death.